Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a low heart rate and cardiac arrest. It was also noted that the high thresholds were noted on both the right ventricular (rv) and right atrial (ra) lead. Diminished sensing, increasing thresholds and loss of capture were also noted on the rv lead while potential undersensing was observed with the ra lead. Both pacing leads remain in use. No further patient complications have been reported as a result of this event.